Event description:
It was reported that during routine maintenance, it was observed that the craniotome device had bad bearings. During in-house engineering evaluation, it was determined the device had vibration. This event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had vibration. It was determined that this was due to worn out and damaged bearings. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out bearings from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.